Event description:
Dr. Had assembled the centralizer with the femoral stem and placed them into the cement in the femoral canal when the centralizer broke off. The centralizer was stuck in the cement and dissolved. No death, serious illiness or serious injury reported. Since the centralizer dissolved it is not available for evaluation, but the femoral stem was recovered and is being returned to the manufacturerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.